Event description:
Approximately 15 minutes after start of rewarming of the patient, staff noticed a slow small blood drip coming from the inlet connection to the oxygenator every 5-6 minutes. Surgery proceeded without incident.